Event description:
Analysis of the device revealed that the core wire had separated. There was no patient involvement.

Event description:
Analysis of the device revealed that the core wire had separated. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Microscopic inspection of the returned guidewire found that the guidewire platinum coil was stretched and separated at 1.5mm from its distal tip. The platinum coil was also kinked close to the distal end. The core wire was kinked at the separated site. The guidewire approximately 20cm from its distal end was wavy. The guidewire coating was examined and there appeared to be excessive coating at approximately 5.0cm proximal to the distal end. There were unknown particles sticking on the guidewire at approximately 5.0cm from its distal end. The guidewire coating was examined and the coating is present on the guidewire. Scanning electron microscopy (sem) was performed by the manufacturer. The sem analysis showed that the failure occurred due to a bending overload followed by a final tension overload. The manufacturer determined the cause of the fracture was torsional overload due to operational factors.